Manufacturer narrative:
All device samples that were received for investigation went through functional testing. All pieces passed the testing; therefore, the defect cannot be confirmed. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the male luer lock was not compatible with the control pin. The reference connector (pin) was stuck when the engagement started. It was also stated that (B)(4) pcs were affected by this issue. There was no patient involvement and no harm/adverse event reported.